Event description:
It was reported to boston scientific corp that a rapid exchange biliary stent system was used for an endoscopic retrograde biliary drainage procedure of a female pt. Upon unpacking the product, it was noticed the stent was kinked. The product did not come in contact with the pt. The procedure was completed with another rapid exchange biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).